Event description:
A distributor advised impact that a model 1305 vac-pak suction unit was being returned for repair. The user had advised them that the equipment had failed to operate when used on a patient and that the patient eventually had died.